Manufacturer narrative:
Other, customer facility phone number: (B)(6).

Event description:
It was reported that there was a leak in the air big. The patient experienced shortness of breath and hypoxemia. The patient's breathing was then assisted through the use of nasal tracheal intubation. The patient continued to be monitored by the physician. No further patient complications were reported in relation to this event.